Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient experienced inaccurate values and when the sensor was removed, the patient¿s father noted there was blood and an infection at the insertion site. Prior to removing the sensor, the adhesive was peeling up and dirt may have gotten under the sensor adhesive. The insertion site was red, inflamed and had a hard lump under the skin with pus draining out. The patient was taken to the emergency department (ed) and the area was cleansed by bathing the patient which caused an increase in green tinged drainage from the insertion site. The area and drainage were cleansed with alcohol prior to going to the ed. In the ed, the patient was evaluated and given oral antibiotics. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.